Event description:
The pt reported that the pump was rebooting without user intervention. The pt did not detect any physical pump damage.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.